Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Additional information was received that the bulb stayed flat after pressing the pump. This started to occur two weeks ahead of this surgery. The patient got well after this surgery.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Additional information was received that the bulb stayed flat after pressing the pump. This started to occur two weeks ahead of this surgery. The patient got well after this surgery.

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis concluded there was a malfunction with the pump.